Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The doctor reports that the implant located in dental position number #46 failed because the screw fractured inside and he was not able to remove it. The doctor confirms that the procedure was not completed and that the patient must return in the future after regenerating the area to conclude it. The doctor confirms that the patient did not suffer any type of negative impact on his health.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite tapered certain implant (B)(6) and one unknown biomet screw were returned for investigation. Visual evaluation of the as returned products identified screw fragment inside the implant. The implant¿s collar was severely damaged possibly during the removal process. However, damage observed on returned implants due to trephine removal is not considered a malfunction or failure of the device. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Device history record (DHR) could not be reviewed for the unknown screw since the lot/item number was unknown. Complaint history could not be reviewed for the unknown screw since the lot/item number was unknown. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of the report.